Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with an unspecified mentor smooth gel implant and experienced capsular contracture, baker grade 4 on the right side post-operatively, which was confirmed via an office exam. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 19, 2022, the unspecified device was confirmed as a 500cc mentor memorygel breast implant, catalog# 3507500bc, lot# 5757748. On may 26, 2022, the mentor failure analysis lab received the device for evaluation. On june 9, 2022, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 500cc breast implant had a crease/fold on the posterior view extending to the anterior view. In addition, a tear was noted on the posterior view within the crease/fold measuring approximately 2.2 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 13, 2022, mentor confirmed an updated date of implant and serial number. Manufacturer¿s reference number: (B)(4).